Event description:
Reference number (B)(4). Event occurred in saudi arabia. The patient reported experiencing a bent cannula event on (B)(6) 2026, which disrupted insulin delivery and resulted in hyperglycemia. The elevated blood glucose was successfully managed by the patient through self-administration of insulin via pump, resolving the issue with no further complications. No further information available.